Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. There is no indication that manufacturing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -10 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens. But this did not resolve the problem. The cause of the event was reported as unknown.